Event description:
During baxter's functionality testing it was found that a spectrum pump had an overheated component. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "overheated component" was observed during evaluation and did not allow the unit to power on. The overheated component was found on the I/o printed circuit board (pcb) which caused the back flex tail to fail. The I/o pcb and back flex were replaced to correct this condition.